Event description:
It was reported that during lens implantation the lens would not "lay down," therefore, the incision was enlarged to remove the lens. Another lens of the same model but different diopter was implanted and sutures were placed.

Manufacturer narrative:
The device was returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.